Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis of left knee [arthritis]; pain [pain]; left knee pain [arthralgia]; joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6)2012 from a physician regarding (B)(6) female pt, initials unk, with gonarthrosis. The pt's medical history was significant for previous treatment with synvisc (received first injection of first course on (B)(6) 2011). On an unspecified date, the pt initiated treatment with synvisc (hylan g-f20), dose regimen not provided. On (B)(6) 2012, the pt had second synvisc injection. The lot number for synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis and joint fluid retention. On (B)(6) 2012, the pt visited the clinic. The action taken with synvisc was not provided. The pt's events were not yet recovered. Relevant reported concomitant medications included loxonin (loxoprofen). The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the events as possible. Follow up info was received on (B)(6) 2012 (additional info was received on (B)(6) 2012) from the physician which upgraded the case to serious due to intervention with intra-articular lavage, regarding a pt with initials (B)(6); with gonarthrosis of both knees with kellgren and lawrence grade 2. The pt's medical history was significant for previous treatment with synvisc on (B)(6) 2011 (first, second and third injections of the first course into left knee) and on (B)(6) 2011 (first, second and third injections of first course into right knee and after first injection, the pt had yellow fluid retention 4ml vacuumed prior to the injection). On (B)(6) 2012, th pt received first intra-articular injection of synvisc 2ml once per week of second course into left knee. The lot number for synvisc was unk. On an unspecified date, the pt experienced events of pain. On an unspecified date in (B)(6) 2012, the pt experienced left knee pain. On (B)(6) 2012, using a disposable needle without sterilized gloves, the pt had second injection of the second course into external suprapatellar of left knee, one minute after sterilizing with iodine. On the same day, the pt had 7ml of yellow fluid retention vacuumed prior to synvisc injection. On (B)(6) 2012, the pt's left knee pain worsened and visual analogue scale (vas) was 70 mm. On (B)(6) 2012, the pt revisited with left knee pain and she had arthrocentesis, 79ml of yellow and slightly opacified fluid was aspirated with debris. Fluid culture, fluid crystal tests were negative and fluid cells revealed white blood cells less than 100. On the same day, ballotment test was (++), loxoprofen sodium hydrate for 7 days for arthritis of left knee and cefcapene pivoxil hydrochloride hydrate for 4 days were prescribed. On (B)(6) 2012, the pt had arthrocentesis and 60ml of yellow and slightly opacified fluid was aspirated and pt underwent intra-articular lavage. On the following day, she had arthrocentesis and 46ml of yellow and slightly opacified fluid was aspirated. On (B)(6) 2012, the event of left knee pain alleviated. On the same day, the pt had arthrocentesis and 50ml of yellow and slightly opacified fluid was aspirated and loxoprofen sodium hydrate for 7 days was prescribed. On (B)(6) 2012, vas was 50mm. On the same day, the pt had arthrocentesis and 37ml of fluid was aspirated, cefcapene pivoxil hydrochloride hydrate and chinese herbal medicine were prescribed for 7 days. On (B)(6) 2012, vas was 18mm and ballotment test was (+-). On (B)(6) 2012, loxoprofen sodium hydrate for arthritis of left knee, cefcapene pivoxil hydrochloride hydrate, chinese herbal medicine were prescribed for 7 days and the pt had blood test and drug lymphocyte stimulation test. On the same day, left knee pain alleviated. The treatment with synvisc was permanently discontinued. The reporting physician commented that the symptoms looked like those of crystal arthritis (pseudogout like), however, no crystal was detected. He wondered if synvisc causes synovitis or joint fluid retention by inducing intra-articular inflammatory cytokine like pyrophosphate or urinary acid cause. The outcome of event of joint fluid retention and pain was not provided. The intensity of arthritis of left knee was assessed as severe and for pain and left knee pain was not provided. The reporting physician did not provide the relationship between synvisc and the events of pain and left knee pain.